Event description:
Pump was no longer alarming no delivery. During the troubleshooting, the high pressure test was performed several times and the alarm did not occur. Disconnect and return to medtronic.